Event description:
It was reported that the pulse generator exhibited noise via a (B)(4) transmission. The patient was scheduled for a merlin program download in (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.